Event description:
Initial result for a patient co2 was 47 mmol/l. When repeated, the result was 25 mmol/l. The incorrect result was not reported. The field service rep found a damaged vacuum tube and repaired the instrument by replacing the tube.